Event description:
Healthcare professional reported "left side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis, the final assessment is: deflation: delamination of the diaphragm valve assessed, as adhesive failure. Additional observations: white particles inside of the device. Wear abrasion observed, crease fold observed. No further actions are required, as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Device has been explanted.